Event description:
At 1:36pm, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra meter has a power issue (meter does not turn on). The complaint is classified based on the documentation of the customer care advocate (cca). The patient has not been able to test with her lfs meter since ten days earlier at 10pm. The patient took an increase dose of insulin (65 units of lantus) that night, woke up with a cold sweat, and fell down as a result of feeling weak. On the following day at 8:30 am, the patient sought assistance/medical advice from a healthcare professional. The patient was advised to consume food/beverage. The patient was not tested on another meter at the time of concern. During the troubleshooting session, the meter issue was resolved with training. The complaint is being reported because after the patient was unable to test with his meter, he administered an increase dose of insulin, and developed symptoms suggestive of hypoglycemia. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them, if either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.